Event description:
It was reported that this right atrial (ra) lead perforated in an unknown location. No additional details regarding the perforation are known at this time. No additional adverse patient effects were reported.